Event description:
It was reported to medtronic minimed that the customer experienced broken/damaged inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: missing injection foot. No physical damage to cartridge holder. Front cap shell won't lock in place. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.336v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with injection foot missing. This can affect insulin delivery. Therefore, the customer concern of injection foot being damaged was confirmed. Inpen did not transmit doses to app due to depleted battery (0.336v). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.